Event description:
It was reported that pump had malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through resetting pump, and malfunction did not recur; customer was advised to continue using pump and to call back if any future malfunction occurred, and acknowledged these instructions.